Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 25 mg/dl and high blood glucose of 457 mg/dl. The customer also indicated that he was taken to the hospital. Troubleshooting was declined for the low and high blood glucose. Customer indicated that he took too much insulin and ate the wrong foods and this what caused the high and low. The customer was advised to call back if further assistance is needed.